Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218619 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 218619, test base part number 195-430h/ lot 215895. The lot met the required release specifications.(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the unconfirmed false negative result; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. Single-use: device discarded.

Event description:
The consumer reported a false negative result with a binaxnow covid-19 antigen self-test on (B)(6) 2023 on a nasal sample. Repeat testing was not performed. Confirmation testing was not performed. Consumer performed an antigen self-test with a different brand on (B)(6) 2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.